Event description:
The arterial line tubing broke apart post procedure. Post procedure the tubing was used to maintain sheath patency. The pt was waiting to have an additional procedure when the physician noticed the connection had broken and there was blood on the sheets. The tubing was changed immediately. There was minimal blood loss. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device evaluation has not been completed. The customer did not provide a lot number nor did the returned device provide any indication of lot number. A review of the device history record and complaint data base could not be performed. A follow-up report will be submitted when the evaluation is completed. Evaluation: method: device history record and complaint data base could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation is complete.